Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three cordis products involved with this event which is associated with mfg. Report # 9610978-2009-00193, 1016427-2009-00209, and 9616099-2009-01363.

Event description:
The info received from account indicated that, during post-dilation the pt experienced a neurological event described as a transient ischemic attack, and hypertension. The pt is a female pt who was consented to the study. The index procedure was completed in 2009, and pt was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. Reference vessel diameter was 6mm. Target lesion diameter stenosis was 80% with lesion length 15mm. Total length of stented segment was 40mm. The pt had severe diffuse vascular disease status post carotid endarterectomy with known bilateral carotid disease. The right common carotid artery was access with a v-tech catheter, glidewire and storq wire. A 6mm angioguard distal protection device was deployed with no technical problems. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. A 5mm aviator balloon was used to post-dilate the stent. During post-dilation the pt was noted to have right hand and leg weakness. Her sedation was immediately reversed with narcan and romazicon. Over the next several minutes, she continued to demonstrate right arm, hand and left foot weakness. Post procedure angiography demonstrated no bleed or embolic phenomenon. Over the next several minutes, during observation the pt was given nitogylcerin, hydralaizne, and beta-blockers to lower her blood pressure. The pt's neurologic symptoms were completely resolved by the time she was taken from the angio suite. The pt was returned to recovery on low-dose nitroglycerin. The pt was discharged in the next day with clopidogrel and aspirin directed.